Event description:
A user facility registered nurse (rn) reported an arterial transducer connector with a leak and introduced air to the line. The patient ended up clotting and the patient's blood was unable to be returned. Upon follow-up, the rn stated the arterial transducer was allowing air to be introduced into the system during patient treatment and cause low tmp alarms to prompt from the machine. The rn stated it was determined the issue was due to the transducer and no issues were noted with the machine. The rn stated the patient blood reached the arterial transducer and caused the patient's blood to clot within the system. The patient's blood was unable to be returned as a result. The estimated blood loss (ebl) was unknown. There was no harm, intervention or adverse events associated with the reported event. The rn stated following the event, the staff re-setup with new supplies on the same machine but with older model transducers, and the patient was able to complete their remaining treatment without further issue. The rn stated the sample was discarded and was no longer available to be returned for evaluation. No companion sets from the implicated lot were available to be returned.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.